Event description:
It was reported that the customer had an issue with two enlite sensors. Customer stated that she was experiencing intermittent calibration error alerts. Customer's blood glucose was 80 mg/dl and sensor glucose was 180 mg/dl. Customer was advised to return the sensors. A replacement for the sensors was offered, but the customer stated she will call back for the replacement. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.